Event description:
The user facility reported that v-pro 1 sterilizer was emitting an oil odor and a light smoke. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris technician inspected the unit and found that the vacuum pump was not operating properly and the unit was emitting an oil odor and a light smoke. The cause of this event is due to premature wear of the vacuum pump and filtering components due to aging the breakdown leaves voids within the filter, allowing oil mist to pass through without being filtered. The vacuum pump oil is non-toxic and not considered hazardous; the amount emitted and the frequency at which it occurs is limited. In sensitive individuals short term nuisance effects may occur (i.e. Headache) with no expected long term effects. This issue is the object of a voluntary field correction initiated by steris corporation on 9/9/2011 (recall # z-3041- 2011) of amsco v-pro 1 and v-pro 1 plus sterilizers. As part of the voluntary field correction, steris developed a series of quality improvements to the oil management and associated software to enhance the reliability and operation of the v-pro system, for installation on all affected units. These issues do not affect the sterilization of instruments processed in the sterilizer. The unit subject of the reported event was corrected on (B)(4) 2012 and no further issues have been reported with the equipment. The unit is under steris maintenance contract and the last pm was performed on (B)(4) 2012, when it was found to be operating properly.